Event description:
It was reported that the managed ventricular pacing feature (mvp) in the pulse generator possibly allowed a long pause in the vs-vs (ventricular sense) intervals that appears to initiate a fast rhythm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.